Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: no product or photo was returned by the customer. The customer complaint of separation and leaking could not be verified due to the product not being returned for failure investigation. A device history record review for model 10942011 lot number 19035985 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15march2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d tubing was separated from the hub and leaked. The following information was provided by the initial reporter: material #: 10942011, batch #: 19035985. It was reported tubing was separated from the hub near patient and leaked. Customer email rcv'd 23 jul 2020: to answer your questions, the instance was not the same day that I reported it. It was a few days prior and I¿m sorry, but I do not recall the exact date. The time was around 2300 of the evening that it did happen though. This is the only time that I have had something like this happen. Other nurse and I have both emailed you, but it is about the same event. There was no long term harm for this patient. The only issue for this patient would be not receiving a portion of the heparin dose because it was drained onto the bed. I do not have a number of ml for the amount of heparin lost though. Customer: one of the nurses in the ed went to hang heparin and connected tubing to IV and noticed that it was leaking. It turned out that the tubing was not connected to hub that was going to be [the] patient.